Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl- right; reason(s) for revision: pain. Update - added additional hospital, patient initials, date of birth and gender, added dcgi ref and attached indian report. Taken from report dated (B)(6) 2014.

Event description:
Asr revision; asr xl- right. Reason(s) for revision: pain.